Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient felt that the ipg had moved to the surface of the skin where the pocket site was located. It was also noted that the patient had muscle weakness after the stimulation was shut off.

Manufacturer narrative:
Additional information was received that the patient lost weight and ipg was visible through certain clothing. No complaint with scs coverage or product. No further course of action will be taken at this time.

Event description:
A report was received that the patient felt that the ipg had moved to the surface of the skin where the pocket site was located. It was also noted that the patient had muscle weakness after the stimulation was shut off.

Event description:
A report was received that the patient felt that the ipg had moved to the surface of the skin where the pocket site was located. It was also noted that the patient had muscle weakness after the stimulation was shut off.